Event description:
After a pt transfer, the staff took away the sling and one of the straps un-stitched at the clip attachment area. No injuries were reported.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4) (under registration #9617021). As of (B)(6) 2010, that number was de-activated ue to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration #9681684. Further info will be provided upon MFR's investigation.